Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered. The pt died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Date of pt death is not indicated.